Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, and no malfunction code recurred thereafter. The customer was advised to continue using the pump and to call back if the issue reoccurs.